Event description:
It was reported that the patient had the implantable neurostimulator (ins) turned off for three or four months. Then, the patient put it back on and noticed they were getting relief in their leg when it was cramping up. The thursday prior to report they noticed no stimulation sensation. The patient changed the batteries in the patient programmer but was still not able to turn it on. The caller reported stimulation in the wrong location. When pressing the buttons on the patient programmer the patient was getting the green light to come on the 9v battery but no lights were coming on for the ins. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0337436v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient reportedly stopped feeling stim around (B)(6) last year (2013). Upon interrogation of the "itrel 3" device on (B)(6)2014, impedances "seemed normal on most combinations." The physician elected to replace only the battery at that time. The device was replaced with an "itrel 4" on that date. The patient's status was noted to be alive with no injury. No reported complications were associated with the event.